Event description:
An initial MDR regarding this case was filed 23-mar-2023 (report number 3016798778-2024-00012). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of complaint, the system generated pump failure alarms. The pump was disassembled and a hardware failure was observed to be the cause of the alarms. The system functioned within specification because it alarmed accurately and entered a failsafe state after alarming.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 24-feb-2023 and forwarded to millyard advanced medical products, llc on 25-feb-2023. The patient's husband reported a pump failure alarm, so they went to the hospital to continue receiving remodulin therapy. No side effects were reported. While in the hospital, therapy was resumed using the patient's back-up pump. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.